Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (the device was returned to the legal manufacturer) and corrected/updated h4, h6.. The user provided the following information: -does the customer have any idea about what the white foreign material is? ¿ no, we have no knowledge of these white deposits, nor their causes. -do you use medicine including simethicone for procedure? ¿ yes, we use flatulex, but it is diluted in the aquajet water container only: the equivalent of 5 ml of flatulex in 2 liters of water. -does the customer put anything in the water that is sent to the auxiliary water channel? ¿ the customer has written, that he is using flatulex diluted in an aquajet water container. The equivalent of 5 ml of flatulex in 2 liters of water. Based on the results of the investigation, it is likely that the foreign material remained due to reprocessing not being conducted properly. The material was highly likely simethicone (some sort of component of defoamer). The event can be prevented by following the instructions for use (IFU) which state: "gif-h190, pcf-h190l/I operation manual operation 4.2 insertion_ air/water feeding and suction_ auxiliary water feeding. Use sterile water only. Nonsterile water may cause patient infection.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted properly due to leakage from the s-cover packing, connecting tube, and biopsy channel. . The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ·IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, one of the light lenses (3x) of the evis exera iii colonovideoscope was broken with halo ring. The issue was found during maintenance. Inspection and testing of the returned device found the auxiliary channel had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water cylinder and suction cylinder had no color. The plug unit had a scratch. Due to a pinhole on the connecting tube, water tightness was lost. Due to damage on the channel-tube, water tightness was lost. Due to a crack on the distal end, insulation resistance value at distal end did not meet standard value. Due to a crack on the adhesive around the objective lens, flare occured. The auxiliary channel had foreign object. The plastic distal end cover was shaved. The adhesive around the objective lens had a chip. The light guide lens had a crack. The adhesive on the distal end had a crack. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.